Manufacturer narrative:
The t:slim x2g6 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer uses fiasp insulin within the pump supplies. Customer experienced a blood glucose level of 600 mg/dl and large ketones considered dangerous. Customer was treated with intravenous fluids in the emergency room (ER). Customer was released from the ER and felt better two days later. Reportedly, the customer reverted to manual injections for insulin therapy.